Event description:
On (B)(6) 2026 the dealer stated the patient fell off the ma900m42 micro air mattress system because the two outside cells were deflated due to an internal broken hose. The patient suffered a dislocated shoulder and a broken rib. The patient is 74" tall and weighs 289 lbs. Which is within the product weight capacity of 1000 lbs. The dealer mentioned he thinks someone sat on the edge of the mattress and that's when the hose broke.

Manufacturer narrative:
The mattress system was 1 year 3 months old at the time of this event. The dealer indicated someone sat on the edge of the mattress and broke the hose causing the mattress to deflate. Photos were provided confiming the hoses were broken. The mattress system is intended for one patient that needs continual lateral rotation therapy. There is no indication of a device malfunction and the occurrence was likely caused by use error. A replacement order was placed for the mattress. At this time a return is not anticipated. If additional information should become available, updates will be made accordingly.